Event description:
It was reported that the device did not produce an alarm during ventricular fibrillation event. Heart rate alarms were switched off. The device only produced an asystolic alarm after 10 minutes of fibrillation, which then alerted the personnel. The pt died shortly thereafter. The last event saved by the monitor was from the day before at 23:27. After that, the monitor (full with 50 events) saved no other event. Additional events could not be called up on the "mvws". All data was documented on paper such as e.g., the alarm report, error logs, etc. Customer commentary: please note: the date on the "mvws" and the monitor does not agree with the event date since the wrong date (one day prior) is set on the mvws.